Manufacturer narrative:
(B)(4).

Event description:
It was reported that the programmer gave electrical shocks to the fingers when turning it off. The device was no longer used and returned for evaluation. No additional information was reported.